Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the customer's device would unexpectedly shutdown and would not deliver shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the customer's device would unexpectedly shutdown and would not deliver shock. There was no patient involvement reported with the event.